Event description:
New information received states that surgical intervention took place on (B)(6) 2021 wherein the leads were repositioned. There were no complications during the procedure. Therapy was restored. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-01892. It was reported that patient experienced ineffective stimulation due to lead migration issue. Patient denies any traumas. A surgical intervention is anticipated in the near future. No additional information is available at this time.